Event description:
Customer reported receiving a button error alarm on the insulin pump. Blood glucose level was 132 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker, and a cracked case near the display window corners were noted during the visual inspection. No button error alarm was noted. However, corroded keypad traces were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.